Event description:
The reporter stated that the patient experienced a blood glucose of 523 mg/dl. The reporter stated that the patient's elevated blood glucose was treated with a bolus from the pump and decreased to 370 mg/dl. The reporter confirmed that the patient was not ill at the time. The reporter stated that there were no noted issues with the site or set and no noted issues with insulin or leaking. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no activity outside of normal use observed in the pump's history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no insulin delivery defects found during investigation.